Event description:
Patient received synvisc injections in right knee on (B)(6) 1999. Pt develop mild reaction to synvisc after second injection; increased join pain and swelling, and some joint stiffness. Symptoms increased over 1 and 1/2 days. Pt developed more severe reactions to synvisc after third injection; increased joint pain, swelling, and stiffness, some joint heat and erythema, and small amount of effusion- 6cc-. Symptoms continued for 2 days after third injection. Not suggestive of injection. Assessment: acute synovitis.